Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported the patient had two deep brain stimulation systems removed due to infection. One removal was in (B)(6) 2008 and one was in (B)(6) 2009. The patient's indication for use is dystonia. Reference manufacturer's report number: 3004209178-2016-09375 for patient's other system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider reported that patient presented with swelling around pulse generators and low grade fever. The swelling [illegible] and fever resolved. The cbc and crp decreased when patient a febrile. It was indicated that three weeks post op, patient started skin breakdown around right skin incision. The diagnostics performed related to the infection included aspirate cultures , cbc and crp test. The 2nd cbc and c-reactive protein (crp) test was normal. They explored right and left generator area. They removed both generators and extension wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.